Manufacturer narrative:
Ventec provided the reporter, a home healthcare professional (hcp), with technical assistance. It was determined that the patient circuit should be replaced. Ventec walked the hcp through the process of changing the circuit. Upon visual inspection of the valve, the hcp observed that what she had initially thought was damage was actually dried mucus inside which she was able to wipe clean. Neither the device nor the patient circuit were returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was patient involvement associated with the reported event. The reporter, a home healthcare professional (hcp), was assisting a patient in their home. The adult male patient had a patient circuit with the following set-up: ac volume, passive with o2 when the reported issue was observed. The hcp advised that she was continually receiving the "patient circuit disconnected" alarm, which she was silencing while troubleshooting the device. The patient's vitals were stable, so the hcp verified the corresponding vocsn settings and circuit selection to ensure proper setup. She advised that during nebulizer treatment, an hme (heat and moisture exchanger) was used between the circuit and the patient. The hcp further advised that the patient had gone in for dialysis that day and that the valve looked as though it may be physically damaged inside. There was no report of patient harm as a result of the reported issue. No further details about the patient or the event were provided. The initial reporter did not provide the device's serial number.